Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure using the pulseselect system and a contour sheath, a sheath flush line kinking issue was observed. The kinking occurred immediately adjacent to the sheath handle during regular use and rotation, which at one point obstructed the forward flow of a pump connected to the flush line. The procedure was completed successfully under general anesthesia with no patient injury. No patient complications have been reported as a result of this event.